Event description:
Night sweats, hot all day, I¿m feeling like I¿m going through menopause and I¿m only (B)(6). No energy, I¿m very physically fit, workout every day, do 8 mile walks, box and now I¿ve been so tired just to go do a little shoveling. I¿m wiped out all day. My under arms, side breast are itchy, swollen, hurt to touch or not touch. I don¿t have a good immune system because I have thyroid disease but my last test, it¿s been normal this whole year. I¿m on medication but I have great energy, workout, take care of 3 kids and I¿m in school but since I got these implants I¿ve had no energy. It¿s been around 2-3 months with these implants and I got them for having a breast cancer gene.